Manufacturer narrative:
(B)(4). A maquet service technician evaluated the device and could not duplicate the reported issue. The technician verified the flow sensor was reading correctly and the battery charge function was operating according to specification. A complete performance, function and preventive maintenance inspection was performed. The device was found to be operating according to specification. (B)(4). A supplemental medwatch will be submitted if add'l info becomes available. (B)(4).

Event description:
It was reported that the lpm display on the device was intermittently indicating dashed lines. Perfusion staff reapplied ultrasonic paste to the flow sensor and the issue remained. The patient's bis went to zero, pupils were blown and dilated. It was suspected the patient had stroked- a CT scan was being considered. The circuit was examined to determine the cause of the console having problems. It was noted the battery charging light was not illuminated so a console change was decided. Upon returning 5 minutes later with another console, it was noted the venous line was full of air down to the oxygenator. The circuit was replaced to resolve the air issue. There were no other air issues since the circuit was changed. The patient expired but cause of death is not known. There is no indication at this time that the device caused or contributed to the patient's death. (B)(4).